Event description:
Our affiliate is reporting that during an arthroscopic shoulder procedure, a portion of the distal tip of an s90 electrode cracked and sparked / arced, however, nothing broke off into the body. The procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Originally, the device was reported as having arced while in use within the pt's joint space, however, the returned device's condition along with correspondence, leads us to reassess the decision tree and change the outcome to a malfunction. There is mass missing from the distal end of the device and this type of condition would only happen while the device is activated and that would only happen while in the body. The following is the device's failure eval. The complaint device has been received and evaluated visually both with the naked eye and under high powered microscope. The distal tip of the device, around the active tip, appears slightly burnt/melted and degraded. A portion of the metal plate that surrounds the active tip was missing. Historically, metal plate damage has been attributed to aggressive use of the device. A product problem investigation (B)(4) lead to a few mfg changes that were implemented to lessen the occurrence of sparking/arching electrodes. In addition to these changes, several hypotheses have been developed from historical issues that could potentially lead to this type of failure: tip burial activation: this can cause carbon tracking between active and return creating an "output short" error code on the generator. Activation outside of the saline field: this can cause thermal damage to the tip, in turn reducing the distance between the active and return paths. Both are considered to be a user issue and external failure. The device was not tested functionally. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of 377 devices that were released to distribution. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words, there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. The device will be sent to the MFR for further eval. The MFR has opened a corrective action (B)(4) in order to track and document this investigation. When mitek receives the MFR's conclusions, this file will be re-opened and made to reflect the eval findings. If those findings differ from our above hypothesis, a f/u report reflecting those conclusions will be filed. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.